Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the site of the implantable pulse generator (ipg) in the left chest area wherein a hole had developed. The patient underwent a revision procedure where the ipg was replaced. The explanted device was discarded by the facility and was not returned.

Manufacturer narrative:
Block b3 date of event: approximated based on the date the manufacturer became aware of the event as exact event date is unknown.